Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot 1k515a. She opened the bottle of test strips approx. 2 months ago and immediately began using them. She obtained readings in the 60 mg/dl range. Because these readings were just slightly lower than her usual readings with strips she did not question them. After obtaining these lower readings for 3 or 4 days, she purchased some test strips and performed a side by side comparison. The result with the co's test strips was 85 mg/dl versus a result of 61 mg/dl with another co's test strip. The code was set correctly for all tests. The customer stated that the desiccant is not in the bottle of test strips. She said that she did not remove the desiccant and that is was not there when she originally opened the bottle. The second bottle in the box contains a desiccant and the test strips are performing accurately. The customer does not have any normal control solution to test the test strips for accuracy. She performed a check strip test on her meter and the result was in range (no specific result available). She stores the test strips in her bedroom.